Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced erosion and dehiscence of the mesh at the vaginal apex, suffered bodily injury, pain and suffering, disability, disfigurement, dyspareunia and infection.